Manufacturer narrative:
H3: product analysis found that visually, there was contamination on the cuff balloon on the distal end of the device when returned. Under magnification, there were small voids in all four trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 74 ohms (blue), 237 ohms (blue with white stripe), 125 ohms (red), and 150 ohms (red with white stripe) which the blue with white stripe electrode was out of specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. The device passed the initial electrode check but had intermittent excessive feedback on vocalis 1 during the noise test. For additional analysis, bend testing was performed by bending each electrode separately near the clamp shell on the proximal end of the device, vocalis 1 failed the electrode check and both vocalis 1 and 2 had excessive feedback during the noise test. A review of the global complaint data showed no other complaints about this lot number. This report is being submitted as part of remediation activities associated with CAPA#631687, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during total thyroidectomy procedure nim vital was making significant noise throughout the case. To minimize the feedback we were getting, increased the threshold from 100 to 175. Trivantage tube seemed very sensitive hence switched the tube from the nim vital to the nim 3.0 and feedback continued. Impedance was 0.1 on v1 and v2 and would intermittently lose v1 when doing an electrode check. The procedure was completed with reported product and no patient injury reported. When the nerve was stimulated there was no response from the nim. The stim return indicated the stimulus 0.8 and the threshold was set to 100.